Event description:
The back wall of anastomosis performed with the car was almost 2 cm opened. A second operation was conducted after the combination came out.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for evaluation and no conclusions could be drawn based on the limited information we could get regarding this event. Leaks are anticipated adverse events in colorectal anastomotic procedures and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.